Manufacturer narrative:
Fluid was found to leak from a tear in the exposed portion of the soft cannula. Because the timing and cause of this soft cannula damage could not be determined, it could not be conclusively determined if this damage contributed to the reported leaking during wear. Inspection of the device found blood on the needle well in the bottom housing. The fluid path components were inspected for damages and deficiencies that could contribute to bleeding or bruising at the infusion site. No issues were found. The exact cause of the bleeding event could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown omnipod software app version: 3.0.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patients blood glucose level rose to 400 mg/dl while wearing the pod between 36 and 48 hours. It was also reported by the patient that the site was bleeding and leaking insulin. Investigation of the pod found a tear in the cannula.